Event description:
Boston scientific crm received information that this patient with atrial fibrillation, chest pain and a significant amount of premature ventricular contractions (pvc) had right ventricular (rv) lead oversensing noted with pacing inhibition of three to four seconds. The physician wanted to program the device to voo mode and technical services (ts) noted that this was not a feature for this model. Ts recommended changing the device sensing to mimic voo pacing.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
It was later discovered that this patient expired three days later. The device was returned with no allegation linking the patient's death to the pacing system. The de...

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.